Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the catheter fractured. The patient presented with a myocardial infarction. The physician was using a non bsc stent and balloon catheter along with an emerge 3.0x15mm balloon catheter inside a non bsc guide catheter, at the same time. The emerge catheter broke inside the non bsc guide catheter and the physician had to remove all of the devices from the patient. The procedure was completed with another of the same device. No patient complications were reported. The patient status was not good, but it was noted not to be because of the emerge catheter.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no other devices. A visual examination identified solidified blood in the midshaft. The midshaft was stretched and separated 122.5cm from the hub. The fractured end was stretched and jagged, which suggests that the separation may be related to tensile overload. The distal end of the device was not returned for analysis. There was no damage or irregularities to the hub or the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the catheter fractured. The patient presented with a myocardial infarction. The physician was using a non bsc stent and balloon catheter along with an emerge 3.0x15mm balloon catheter inside a non bsc guide catheter, at the same time. The emerge catheter broke inside the non bsc guide catheter and the physician had to remove all of the devices from the patient. The procedure was completed with another of the same device. No patient complications were reported. The patient status was not good, but it was noted not to be because of the emerge catheter.